Event description:
It was reported that while cleaning the ventilator, the ventilator was powered up to perform a pre-use check and a "restart ventilator" alarm was generated at startup. There was no patient involvement. Importer reference #: (B)(4). Please refer MFR report # 8010042-2013-00193.